Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with multiple atrial tachycardia/atrial fibrillation episodes due to far-field r sensing on the atrial channel. Trending of p-wave sensing showed diminishing p-wave amplitude.